Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips there was a charge issue. There was no adverse patient involvement.